Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit failed the extended self test for air flow accuracy. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report received 15 may 2019. MFR received date 16 apr 2019. Philips customer support followed up with customer who confirmed this unit has been repaired and qualified by third party service provider. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.